Event description:
Customer reported that the battery of their device was not charging. There was no adverse impact to the customer's blood glucose level. Customer declined to return pump for investigation. No additional information was provided.